Event description:
It was reported that the user switched from a dexcom cgm to a freestyle libre 3 plus and was unable to connect the sensor to the ilet, while glucose values were available in the libre app; the event was addressed through troubleshooting and education, including instruction to use the ilet mobile app with libre and to replace the sensor due to it being in use by the libre app. Symptoms included none. Outcomes included dosing expected to stop soon due to loss of cgm data integration. Investigation included a technical review and user education on correct pairing workflow and device app requirements. Investigation of this case revealed that the libre 3 plus sensor was actively paired with the abbott app, preventing connection to the ilet, and that replacing the sensor and pairing through the ilet mobile app is required for proper operation. It was concluded that the cause was user setup error and sensor pairing with another device.